Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test or verify battery out limit alarm or number ramping due to blank display. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer¿s blood glucose was 180 mg/dl at the time of the incident. Customer stated that the insulin pump had battery out limit alarm. Customer reports they were unable to clear the alarm. Customer reported there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.